Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) due to heavy calcification of the native leaflets was noted. A balloon aortic valvuloplasty (bav) was conducted twice with another manufacturer¿s 22 mm balloon, which reduced the pvl to mild. The patient became hypotensive and an echocardiogram revealed a pericardial effusion due to a suspected perforation of the left ventricle from calcification of the left ventricular outflow tract that pushed through the wall during the bav. A pericardiocentesis was performed and four units of blood were transfused. The patient was supported with cardiopulmonary resuscitation and a balloon pump was inserted; following insertion of the balloon pump the patient experienced ventricular tachycardia (vt). The patient was shocked and the balloon pump was removed. Additional shock therapies were administered for vt and then ventricular fibrillation. The patient could not be stabilized and was removed from support and expired. An autopsy was not performed and the device was not explanted. The physicians stated they did not think the patient passed away due to an issue with the valve or its function.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).